Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2017-00770 and 2134265-2017-00776. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, automatic pullback stopped. The physician tried to initiate the automatic pullback; however, the system failed. Furthermore, it was noticed that the image would not change despite continuous counting. Also, an abnormal sound was heard while doing the pullback. The physician tried to replace the pullback sled but the issue was not resolved. No patient complications were reported.